Event description:
Reporter alleged obtaining the results of 476 mg/dl, 353 mg/dl, 219 mg/dl, 157 mg/dl, 165 mg/dl and 147 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she thinks she took her diabetic medication, but she is unsure. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she no longer had the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.